Event description:
It was reported that the probe portion of the handpiece broke off inside the patient's abdomen. The broken piece was retrieved with a forceps resulting in a delay while obtaining a new device. The patient's health was not affected.